Event description:
Doctor reported that she perforated the buccal plate on all 3 implant sites. She said the implants were 2mm buccal of what she planned in the final treatment plan. Doctor used pilot drill along with perhaps one more drill (she can't recall for sure) before aborting the surgery. No bone grafting was performed.

Event description:
Doctor reported that she perforated the buccal plate on all 3 implant sites. She said the implants were 2 mm buccal of what she planned in the final treatment plan. Doctor used pilot drill along with perhaps one more drill (she can't recall for sure) before aborting the surgery. No bone grafting was performed.